Manufacturer narrative:
(B)(4). Customer has indicated that the product discarded and will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a femoral fixation procedure on (B)(6) 2015. During the procedure, it was noted that the inner packaging of the toggleloc ziploop was not sealed. Another toggleloc ziploop was utilized to complete the procedure.